Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 200 to 260 m/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Verified storage of product is within instructed specification since they are retained in bedroom. Test strip lot manufacturer's expiration date is 03/23/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 278 mg/dl (B)(6) 2015 12:17 pm; 367 mg/dl (B)(6) 2015 12:08 pm; 251 mg/dl (B)(6) 2015 12:01 pm; 422 mg/dl (B)(6) 2015 12:00 pm; 243 mg/dl (B)(6) 2015 08:20 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 200 to 260 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Verified storage of product is within instructed specification since they are retained in bedroom. Test strip lot manufacturer's expiration date is 03/23/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.